Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which adhered inside the air/water nozzle was insufficiently removed, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since it was unable to confirm if it was handled in accordance with the instructions for use (IFU) and details of handling information was unavailable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, water supply volume and water removal ability does not meet the standard value. There were few additional findings. Scratches were found throughout the device. Control unit had discoloration. Due to clogging of nozzle, air supply volume does not meet the standard value. Adhesive on bending section cover had a crack. Ceiling plate had a crack. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Distal end had corrosion. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. It was unknown if there were any problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the colonovideoscope exhibited poor water supply. The issue was found during preparation for use for a screening test. The procedure was completed with the same device. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.